Event description:
Troponin results were reading high on several patients. Results were repeated on another analyzer and corrections were called in. Patient 1: original result was 0.09. The repeat result was <0.02. Patient 2: original result was 0.08. The repeat result was <0.02. Patient 3: original result was 0.08. The repeat result was <0.02. Patient 4: original result was 0.10. The repeat result was 0.04. Patient 5: original result was 0.08. The repeat result was <0.02. Patient 6: original result was 0.07. The repeat result was <0.02. Patient 7: original result was 0.07. The repeat result was 0.02. Patient 8: original result was 0.09. The repeat result was <0.02. Nothing was done to these patients because of the incorrect results. Siemens service was called in to fix bleach leak problem, in which valves had to be replaced. Manufacturer response: ultra troponin test gives occasional high fliers. System performance kits have been run several times with excellent results and thousands of multidill 11 have been run to check the low end precision of ultra troponin with very good results. Visual protocol showed a problem with aspirate probe 3. With drawer pulled out slightly there was no problem. We found the pinch tubing routing to be a problem when the drawer was pushed completely in. We re-dressed the tubings and tested with no further problem. We also noted crimped tubing between valves 66 and 77 causing low water delivery to the aspirate manifold but this was a recent fault. During the remaining check out we realigned the incubation ring and all probes and rerouted some tubing on reagent heater coils 1 and 2. We ran background checks with good results. We ran another svk procedure and got excellent results. We recalibrated two different lots of tnlultra and ran qc in reps and over 100 multidill 11 with excellent results. We ran 17 samples from the other centaur in duplicate and found the accuracy between systems to be excellent. We ran remaining qc and all were in. System turned back to hospital. The laboratory wants to run all patients in duplicate for a few weeks at siemens expense until confidence is restored in the system.